Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, foreign material on the forceps elevator wire (k-wire) was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided once available. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 chapter 3 preparation and inspection 3.6 inspection of the endoscopic system and chapter 7 cleaning, disinfection, and sterilization procedures 7.2 cleaning, disinfection, and sterilization procedures for the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.